Event description:
A report was received that the patient was not able to charge due to the battery being flipped in the pocket site. The patient underwent a pocket revision and was reportedly doing well post-operatively.